Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility representative reported a device that was overinfusing. This condition occurred during bio-med testing. There was no patient or injury or medical intervention necessary according to the hospital representative. No additional information is available.